Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, malaise, diabetic ketoacidosis. Customer also reported insulin flow block alarm, difference between sensor glucose and blood glucose values, cannula bent. Customer reported blood glucose value of 430 mg/dl and sensor glucose value of 290 mg/dl at the time of event. The customer reported hyperglycemic event was treated with IV insulin drip (intravenous insulin infusion) and by emergency room visit. The customer reported malaise, diabetic ketoacidosis was treated by emergency room visit. The event involved product(s) mmt-305qs, mmt-1884, mmt-332a, mmt-397a, mmt-7040b. Troubleshooting was performed for hyperglycemic event. It is unknown whether customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for difference between sensor glucose and blood glucose levels allegation. Troubleshooting was not performed for insulin flow blocked alarm as the customer was reporting past event and it was resolved in the past. No further patient complications were reported. No product return is required for mmt-305qs. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040b.